Event description:
It was reported that the stimulator had come loose from the muscle tissue and moved around causing the patient a lot of pain and they could hardly walk. It was helping the spinal stenosis which it was implanted for. This had been happening since (B)(6) 2014. It came loose because a masseuse went down too low and it came loose, that was in (B)(6). Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).